Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high pacing impedance in both unipolar and bipolar configuration. The lead was not used and a new lead was implanted. The patient¿s condition was good during and post procedure.